Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that some knives were blunt. Procedure details information is unknown. There was no report of any patient impact. Additional information has been requested.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).